Event description:
The paraplegic patient was being transported a few feer from his bed to a wheelchair with the hoyer lifter. The patient fell out of the sling and hit his head on the floor with enough force to cause a cerebral hemorrage. The patient was intubated, received a cat scan, and sent to the neurological critical care unit. The wrong kind of sling was used. The hospital owns another type of hoyer lifter that uses sthree pairs of supports and a sling with three pairs of holes. The hoyer lifter involved in this incident has only two pairs of chain supports and the sling have two pairs of holes. In this incident a sling with three pairs of holes was used with the hoyer lifter having only two pairs of chain supports. The users had a choice as to what pair of holes to use. If they had chosen the holes at the far ends of the sling, it would have functioned properly. They chose two pairs of holes that were closer together. It was still possible to lift the patient, but the patient-sling combination was relatively unstable. In the act of transporting the patient there must have been a perturbation that caused the patient to slip out of the sling feet firstdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mated with incompatible equipment. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.